Event description:
The customer reported that the system would not save images and the cine disk was not available. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The system software and calibration files were reloaded, the configuration was changed and a card was reseated on the cine drive. The system was tested and found to be working as intended and put back into service.